Event description:
Journal reference: morgan jc, sthi kd. A single-blind trial of bilateral globus pallidus internus deep brain stimulation in medically refractory cervical dystonia. Curr neurol neurosci rep. 2008;8(4):279-280. The purpose of this study was to evaluate the efficacy and safety of bilateral gpi dbs in the treatment of medication-resistant cervical dystonia. This was a 1-year, multicenter, prospective, single-blind study of bilateral gpi dbs in 10 patients with medication-refractory cervical dystonia. Reportable event: one patient suffered a postoperative asymptomatic small subdural hematoma. See mfg report 2182207200805918.